Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection and necrosis of the chest and shoulder. Cultures were taken and antibiotic treatment was necessary. The device and leads were explanted and later replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.